Event description:
Customer called to report a leak inside the coulter ac.t diff analyzer, and that the red blood cell (rbc) bath was overflowing. Customer stated that patient samples and results were not affected, and that customer was wearing personal protective equipment (ppe), including of gloves, at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) inspected the instrument and found that the tubing through valve lv14 was plugged. The fse flushed the tubing through valve lv14. The repairs were verified per established procedures. The root cause for the leak is attributed to the tubing through valve lv14 being plugged.

Manufacturer narrative:
(B)(4).